Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that body fluids were noted in the lead. The lead was removed and replaced.